Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message for their ipg. Additionally, impedance check revealed high impedances on one of the leads and low impedance on one of other lead. As such, patient was unable to feel precise stimulation. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates patient experienced ineffective therapy due to high and low impedances on the right l1 lead. As such, to address the issue surgical intervention took place on (B)(6) 2025 wherein the ipg was explanted and replaced. During explanting the lead, it fractured, and a portion of the lead was left implanted (related manufacturer reference number:1627487-2025-02763). Therapy was restored post op.

Event description:
Information indicates that patient¿s had high and low impedances on the right l1 lead and high impedances on the other lead causing ineffective therapy. As such, to address the issue surgical intervention took place on 16may2025 wherein the ipg was explanted and replaced. During explanting the l1 lead, it fractured, and a portion of the lead was left implanted (related manufacturer reference number:1627487-2025-02763). Impedances on other lead resolved replacing the ipg. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.